Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests. Reporter results were 156 and 115mg/dl. Reporter stated that they have done other tests with similar variances. Reporter did not have any symptoms. A control test was in range, 140 (98-140). On followup, the reporter stated that if the confirmation dot does not turn blue, reporer adds blood until it does. Reporter's meter had never been cleaned. The reporter stores their test strips properly. No harm was alleged.